Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet and sought guidance on whether to announce a meal; the user had eaten without announcing and typically announces after eating, and was advised to treat the low first, confirm recovery, then announce meals before eating going forward, and to avoid announcing if more than 30 minutes have passed so the system can correct. Symptoms included confusion and difficulty concentrating during the low, with a bg of 69 mg/dl lasting about 15 minutes. Outcomes included recovery to in-range glucose without medical intervention, backup therapy, or alarms. Investigation included review of user-reported glucose data and education on proper meal announcement timing when hypoglycemia occurs. Investigation of this case revealed use error related to delayed or missed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior and appropriate device performance.